Event description:
Caller reported they accidentally delivered too much insulin while connected to the pump. Customer¿s blood glucose (bg) level was 255 mg/dl. Customer visited the emergency room and was subsequently hospitalized. No permanent damage was identified. Customer was treated with IV and saline fluids to address bg. Technical support advised caller to monitor blood glucose levels and follow prompts on the pump screen to prevent future incidents. Caller was released from the hospital on (B)(6) 2025, and acknowledged the advice given by technical support.